Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd angiocath¿ plus, as the nurse tried to remove the catheter from the patient, there was some resistance. After removing the catheter, the nurse found the catheter tubing had been cut and there was 7mm of remaining tube left in the vein. Through endovascular surgery, the remaining tube was found in the vein and removed. There was no report of exposure or other medical intervention.

Manufacturer narrative:
Investigation summary: 3 photos were returned for investigation. Broken catheter was observed on the photo. The complaint sample was received in the packaging. No unit packaging of the product was returned to indicate the catalog or the batch of the product. The sample was returned without the cannula assembly and the needle cover. As the returned sample is a used sample, the sample was sent out for decontamination. A complaint history check was not performed as the lot number is "unknown" for this complaint. The returned sample was received in 2 different fragments of the product: (a) catheter adapter with the broken tubing in a zip lock bag. (B) broken fragment (tubing tip) in a bottle of liquid. After decontamination: one used sample was returned without cannula assembly and needle cover for investigation. Broken catheter was observed on the returned sample. A v-shaped cut was observed on the broken edge of the tubing of the catheter adapter. A v-shaped cut was also observed on the broken edge of the tubing of the broken tip. Investigation conclusion: the broken catheter could have been probably caused by needle thru catheter (cannula pierced through catheter) or cut by a sharp object. From the observation above, the v-shaped cut could have been resulted by the cannula pierced through catheter. Cannula pierced through catheter could have occurred during the assembly process of catheter tubing and cannula or during product application when the product was manipulated. The tubing hence lost its tensile strength and when withdrawing it breaks. However, there is an automated vision inspection system that can detect and reject product with cannula pierced through catheter in the assembly machine. There is also an automated vision inspection system that will detect and reject parts that are not meeting the lie distance requirement. If the cannula pierced through catheter had occurred in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. Based on the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. Besides, there is a catheter pull test inspection performed as part of the outgoing inspection. No broken catheter of similar characteristics, with the returned sample, was observed during the test performed. Based on the investigation and analysis, the root cause of the reported nonconformance is not the assembly process.

Event description:
It was reported that after use of the bd angiocath¿ plus, as the nurse tried to remove the catheter from the patient, there was some resistance. After removing the catheter, the nurse found the catheter tubing had been cut and there was 7mm of remaining tube left in the vein. Through endovascular surgery, the remaining tube was found in the vein and removed. There was no report of exposure or other medical intervention.